Event description:
Hospital obtained the following psa values for a pt using the dade behring dimension rxl: 1/2001 obtained 56.1 with psa flex lot#ir1265 8 days later obtained 6.89 with psa flex lot#yn1331 then 10 days after obtained 14.43 with psa flex lot#yn1331. On the following day after this last reading, the pt was scheduled for a turp and had 23 grams of tissue removed. There were no signs of prostate disease or cancer. The psa flex lots in question were part of previous field action by dade behring informing customers that results which would lead to a decision to treat a patient should be confirmed by an alternate method. The laboratory confirms that the letter was received prior to the patient's results being released, however the results were not confirmed by an alternate method. It is unknown if the results were consistent with pt condition at the time of testing as no troubleshooting was done by the customer and no data was available to evaluate the performance of the system at the time of testing.